Event description:
It was reported that this right ventricular (rv) lead has presented high capture thresholds, impedance measurement drop and a possible micro-dislodgement. The dislodgement was not able to be confirmed through x-ray, a lead revision has been scheduled. Lead remains in service. No adverse patient effects were reported.